Manufacturer narrative:
Patient information is not available for reporting. Date of event: unknown. This report is for one (1) unknown click¿x. (Other): without a valid part and lot number, the UDI is not available. The original implant procedure was performed on an unknown date. Device has not been explanted. The device is not available for evaluation. (B)(4). PMA#: unknown, as specific part and lot numbers for click¿x is not provided. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a revision surgery to extend the construct was performed on (B)(6) 2016. Patient was initially implanted with pangea and click x from l3-s1 on unknown date. It is unknown which level had which construct. It is unknown why a revision was scheduled and if patient experienced any adverse events prior to revision surgery. During revision surgery, surgeon extended one unknown level using competitor's devices. The reason for extension is unknown. There was no hardware failure and no hardware were explanted. Revision surgery was successfully completed. No patient harm or surgical delay reported. This report is for one (1) unknown click'x. This report is 2 of 2 for (B)(4).